Event description:
A customer reported that a system displayed and the intraocular pressure control was unable to be used during a vitrectomy procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. (B)(4).